Manufacturer narrative:
Eval - method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As received, the ipg communicated. The ipg battery voltage when received was 2.204v and after decontamination had dropped to 1.5189v. The ipg was externally charged to 3v and finished charging on a charger. The discharge test did not reveal any functional anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
An unimplanted ipg was returned to the MFR for analysis where it was confirmed to be out of specification.